Event description:
During electrophysiology study, pt developed ventricular tachycardia. Attempted to defibrillate with pre-connected physio control life pak 8. Defibrillator failed to fire. Pt defibrillated with another, immediately available defibrillator. Pt recovered.